Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Wear of the device was noted. Root cause of the event was most likely attributed to impingement of the liner. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2016-00745 / 01397 / 02592).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, umber 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00745 / 01397).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2012. Subsequently, the surgeon noted osteolysis on films during a follow up on (B)(6) 2016. Additional information reported the patient was revised on (B)(6) 2016 due to wear and pain. The head, shell, liner and locking ring were removed and replaced.